Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, it was noted that there were episodes of post-paced t-wave oversensing due to non-sustained right ventricular oversensing. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.